Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 580-587 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Customer went to emergency room and was ultimately admitted to the intensive care unit. Customer was treated intravenously with fluids of saline and insulin. Issue was resolved with no permanent damage and customer was released (B)(6) 2025. Ultimately, the customer reverted to an alternate method of insulin delivery.